Manufacturer narrative:
(B)(6).

Event description:
It was reported that the firstpass shaft bent and brake and almost fell off the handle when surgeon was trying to pass the suture through rotator cuff. Procedure finished with the same device.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows no manufacturing abnormalities on the device. The instrument was returned with a open bracket. The rod is bent, broken and slightly discolored at distal end. During functional evaluation the two step trigger performed as intended. The needle can be deployed and different test threads could be inserted into a test foam model. The complaint was verified and the root cause could not be determined with certainty. It is probably caused by applying too much force to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.